Event description:
Echelon flex powered plus psee45a, lot no. R9471p malfunctioned during the procedure. On the fifth use the device would not fire and remain in closed position. Physician attempted to deploy the manual release, w/o success which then required to convert to open to remove the device. Went from video assisted thoracotomy to open thoracotomy.